Manufacturer narrative:
The lot number for the device has been provided. The device history record (DHR) was reviewed and the lot met all release criteria. The DHR review showed that all process parameters were within specification. The graft remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a vascular graft used for a femoro-poplitial bypass occluded shortly after implant. A thrombectomy was successfully performed by inserting a catheter through the graft. Reportedly, upon closing the graft, serious bleeding and near "disintegration" of the graft was observed.